Event description:
Upon liver being placed in a organox metra device, the liver began to experience flow issues to the main artery and the metra began alerting that there was "low flow". Trouble shooting took place and it was determined that the alert went off as no flow was calculated.